Event description:
It was reported that before an unknown procedure, it was observed that the inner packing (sterile packing) of the device was damaged upon opening the packaging. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/27/25. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025 the lot# 207d64 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one device inside of its unopened packaging was returned. During the visual inspection of the package, the tyvek of the packaging was damaged; the damage was noted to be from the outside in. The sterility was compromised. The sales unit carton was not received. Additionally, photos were provided and it showed the condition of the reported event. The reported event is confirmed. Due to the damage found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.